Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator switches between battery power, and alternating current (ac) power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator switches between battery power, and ac power. The customer reported that the power management (pm) board was previously replaced, and that the issue was observed towards the end of january. A service engineer (se) evaluated the device, and tried a different pm board, and the issue was reported to have been resolved; however, the issue returned after a week later. The biomed was unable to troubleshoot with the rse, as the device was not with the biomed at the time of the call.

Manufacturer narrative:
H10: the remote service engineer (rse) updated the service record and reported that a recommendation was made to the customer, to have the power supply replaced. The customer was provided with the part number to order a replacement. It was later confirmed by the customer, that the power supply was replaced, and the issue was resolved. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.